Manufacturer narrative:
(B)(4).

Event description:
It was reported an x-ray performed in clinic showed insulation abrasion of the lead inside out. The lead was capped and replaced. The patient condition is good.

Event description:
It was reported before a schedule lead revision, an x-ray performed in-clinic confirmed the presence of externalized conductors. The lead was capped and replaced. The patient condition is good.